Manufacturer narrative:
Device not received by the manufacturer.

Event description:
Per the clinic, the patient experienced a lack of osseointegration on (B)(6) 2015. The device was explanted (date not reported) and the patient was re-implanted with a new device on (B)(6) 2015.